Event description:
It was reported that upon interrogation of the pulse generator, a message "diagnostics cleared due to invalid data" was displayed. The device diagnostics was cleared. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.